Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire of the left ventricular (lv) lead was stuck inside the lead. The lv lead was not used and the patient was in stable condition.

Manufacturer narrative:
An event of separation failure resulting in no clinical, signs, symptoms or conditions which was addressed by prolonged surgery was reported. The low voltage lead is not used and was not returned. Gfes were performed to confirm if the guidewire cannot be advanced or removed in lead. Information received indicates that the guidewire was stuck inside the lead. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event was confirmed by the field representative.